Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008 whereby a gore dualmesh® biomaterial device was implanted. The complaint alleges that on (B)(6) 2008, the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, bowel obstruction, adhesions, infected mesh, hematoma, mesh removal, and loss of consortium. Additional event specific information and medical records have been requested.

Manufacturer narrative:
The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1994, 2422, 1695, 1930, 1884, 3191 used for ¿loss of consortium¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The following information was determined from the medical records. Medical records: ¿ the known medical records span (B)(6) 2008, and not all records received in this time span are relevant to gore® dualmesh® biomaterial. Patient information: medical history: [none provided]. Prior surgical procedures: ¿ gastric bypass. Implant preoperative complaints: ¿ (B)(6) 2008: ¿recently had a gastric bypass and has an incisional hernia in his bypass incision.¿ implant procedure: laparoscopic ventral hernia repair. Implant: gore® dualmesh® biomaterial (05414950/1dlmc07) 20cm x 30cm. Implant date: (B)(6) 2008 [hospitalization dates unknown]. ¿ description of hernia being treated: ¿a 30-degree, 10-mm scope was then introduced, and under direct visualization, 5-mm trocars were placed in the right lower quadrant left lower quadrant. These were used to dissect the omentum free from the hernia defect. This was accomplished predominantly with sharp dissection with scissors and the harmonic scalpel was used in areas where there was a little bit more omental tissue present. The falciform was taken down and it was noted that he also had an incisional hernia from his prior CABG incision. The defect was measured and was found to be 11 x 22 cm.¿ ¿ implant size and fixation: ¿a 20 x 30 cm piece of gore-tex dual mesh was opened and stay sutures were placed in all four quadrants of the mesh, leaving the top one far from the edge so that it could be placed in a xiphoid position, allowing for adequate overlap over the diaphragm. Once the gore-tex stay sutures were placed, they were pulled through the abdominal wall using the suture passer in the corresponding positions. The mesh was tacked circumferentially using the protack. Two gore-tex sutures were placed using the suture passer in between each of the four quadrant anchoring sutures. There was some bleeding in, the left upper quadrant where one of the anchoring sutures was passed. A second suture was passed, and when this was ligated, the bleeding appeared to have stopped. The left mid position suture also had [sic] be removed and replaced and several passes were required in order to ensure proper placement of this suture.¿ ¿ no post-operative records were provided. Explant preoperative complaints: ¿ (B)(6) 2008: ¿computed tomography (CT) evidence showed a distention of his defunctionalized biliary pancreatic loop. At the initial time of evaluation his pain was controlled through attempted conservative management. However his pain worsened, as I was called by the nurse at 1 o'clock in the morning. The patient was unable to get comfortable so I called in the operating room team and brought him emergently to surgery to attempt a laparoscopic repair of hernia.¿ explant procedure: diagnostic laparoscopy, exploratory laparotomy, removal of infected, exposed mesh, and release and repair of internal hernia. Explant date: (B)(6) 2008 [hospitalization dates unknown]. ¿ ¿laparoscopic findings showed transudative exudate with exposed mesh, distended small bowel. Because of the exposed mesh, I knew he would have to go to surgery and remove the mesh and make sure there was no perforated bowel. Opened up the abdomen and removed all of the exposed mesh. The fascia itself was actually intact. I suspect that he had a rectus diastasis as opposed to a true hernia. A very large piece of mesh had been placed. The mesh and all the palpable and visible metal staples and sutures were removed.¿ ¿ ¿cultures were taken in a small hematoma above the mesh. This may have been infected. It was also the area where there was a piece of small bowel adhered on the underside here. This area of adhesion was just distal to his roux-en-y anastomosis and had created a fulcrum for the internal hernia. Internal hernia actually came between the two y limbs of the anastomosis that were noted tacked together. After opening up the abdomen and removing everything, I was able to release the internal hernia. The portion that had been incarcerated was quite cyanotic. There was no necrosis. After reducing the hernia, the area of small bowel pinked up nicely. I was able to milk some fluid from the biliary pancreatic loop distally past the anastomosis. The anastomosis was intact. The abdomen was copiously irrigated and the abdomen was closed.¿ relevant medical information: ¿ the culture report regarding the culture specimens collected during the (B)(6) 2008 procedure was not provided. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® dualmesh® biomaterial instructions for use specifically warns, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance, tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: corrected results code. Code 3233 - sterilization results pending completion of the evaluation. H6: corrected conclusion code. H10/11: added medical record summary. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2008, including prior abdominal surgical procedures, were not provided. Operative records dated (B)(6) 2008 indicate the patient underwent laparoscopic incisional hernia repair. The records state: ¿the patient is a 60-year-old gentleman who has recently had a gastric bypass and has an incisional hernia in his bypass incision. He is taken to the operating room for repair with mesh.¿ the (B)(6) 2008 records state: ¿a 30-degree, 10-mm scope was then introduced, and under direct visualization, 5-mm trocars were placed in the right lower quadrant left lower quadrant. These were used to dissect the omentum free from the hernia defect. This was accomplished predominantly with sharp dissection with scissors and the harmonic scalpel was used in areas where there was a little bit more omental tissue present. The falciform was taken down and it was noted that he also had an incisional hernia from his prior CABG incision. The defect was measured and was found to be 11 x 22 cm and a 20 x 30 cm piece of gore-tex dual mesh was opened and stay sutures were placed in all four quadrants of the mesh, leaving the top one far from the edge so that it could be placed in a xiphoid position, allowing for adequate overlap over the diaphragm. Once the gore-tex stay sutures were placed, they were pulled through the abdominal wall using the suture passer in the corresponding positions. The mesh was tacked circumferentially using the protack. Two gore-tex sutures were placed using the suture passer in between each of the four quadrant anchoring sutures. There was some bleeding in, the left upper quadrant where one of the anchoring sutures was passed. A second suture was passed, and when this was ligated, the bleeding appeared to have stopped. The left mid position suture also had be removed and replaced and several passes were required in order to ensure proper placement of this suture.¿ the records indicate a gore dualmesh® biomaterial (item number unknown/lot 05414950) was used during the procedure. The operative records dated (B)(6) 2008 indicate the patient underwent diagnostic laparoscopy, exploratory laparotomy, removal of infected, exposed mesh, and release and repair of internal hernia. Postoperative diagnoses state: ¿1. Small bowel obstruction secondary to internal hernia. 2. Infected/exposed mesh.¿ the (B)(6) 2008 records state: ¿computed tomography (CT) evidence showed a distention of his defunctionalized biliary pancreatic loop. At the initial time of evaluation his pain was controlled through attempted conservative management. However his pain worsened, as I was called by the nurse at 1 o¿clock in the morning. The patient was unable to get comfortable so I called in the operating room team and brought him emergently to surgery to attempt a laparoscopic repair of hernia. Laparoscopic findings showed transudative exudate with exposed mesh, distended small bowel. Because of the exposed mesh, I knew he would have to go to surgery and remove the mesh and make sure there was no perforated bowel. Opened up the abdomen and removed all of the exposed mesh. The fascia itself was actually intact. I suspect that he had had a rectus diastasis as opposed to a true hernia. A very large piece of mesh had been placed. The mesh and all the palpable and visible metal staples and sutures were removed.¿ the (B)(6) 2008 operative report states: ¿cultures were taken in a small hematoma above the mesh. This may have been infected. It was also the area where there was a piece of small bowel adhered on the underside here. This area of adhesion was just distal to his roux-en-y anastomosis and had created a fulcrum for the internal hernia. Internal hernia actually came between the two y limbs of the anastomosis that were noted tacked together. After opening up the abdomen and removing everything, I was able to release the internal hernia. The portion that had been incarcerated was quite cyanotic. There was no necrosis. After reducing the hernia, the area of small bowel pinked up nicely. I was able to milk some fluid from the biliary pancreatic loop distally past the anastomosis. The anastomosis was intact. The abdomen was copiously irrigated and the abdomen was closed.¿ the culture report regarding the culture specimens collected during the (B)(6) 2008 procedure were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Corrected results code. Conclusion code remains unchanged. The initial reporter's complete address is (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.